Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and error alarm confirmed in the history file. The device passed rewind,basic occlusion,prime test and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Scratched lcd window,cracked display window corners,battery tube threads cracked,cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a loose/protruded drive support cap. The blood glucose at the time of the incident was 225 mg/dl. Troubleshooting was performed. The device was returned for analysis.